Manufacturer narrative:
Not Applicable

Event description:
A US distributor contacted ZOLL to report that the patient developed an open wound from the uCor HFAMS Patch. The patient described the area as red, burning, and itchy with broken skin under the patch adhesive. There was no alleged device malfunction contributing to the wound. The patient's physician recommended temporary removal of the patch due to the wound. The outcome of the wound is unknown.